Event description:
Event: unresolved type I endoleak. Case details: the patient's anatomy was reported to be tortuous with aneurysmal iliac arteries. A type I endoleak at the left limb was not resolved with placement of a stent, coils and additional balloon inflations. The physician believes that with the placement of coils, the leak will thrombose and seal over time. The patient will be monitored by the physician.